Event description:
It was reported that the patient was admitted to the emergency room (ER) due to an inappropriate shock for a supra ventricular tachycardia (svt) episode detected by the implantable cardioverter defibrillator (ICD) as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The ICD remains in use. It was further reported that there were atrial undersensing and high thresholds on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.